Manufacturer narrative:
Product analysis results: visual and optical examination confirmed part of the tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Microscopic examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative scoliosis and underwent lumbar posterior correction fusion, and plif(posterior lumbar interbody fusion) surgeries at l5/s. The fixation range was t12-iliac levels. During surgery, the the tip of the obturator broke, and about 3 mm remained in the screw hole of the set screw. While trying to use the obturator to remove the set screw, the tip of the obturator broke. The tip of the obturator got stuck in the screw hole of the set screw and was left as it was. The fragments of the device are remaining in the patient. There was no delay in procedure time as a result of alleged event. No patient complications were reported.